Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck in critical override. A technical support specialist (tss) confirmed that the station was bloated to 11 gb, and the station was shrunk to 9.3 gb by another agent. So, the fse shrink station to 9gb again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error had occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.